Event description:
It was reported that there was a carelink warning of high thresholds of both the right atrial and right ventricular leads. Both leads remain in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.